Event description:
In response to the 5/99 safety alert "potential cross-contamination linked to hemodialysis treatment", the entire inventory of dialysis machines were inspected. The following machines were found to have probable blood contamination, were refitted, thoroughly cleansed and returned to svc. Extensive inservice of dialysis staff was performed and continues to be performed.